Event description:
The following has been reported: biomed reported: "red service needed error." Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for air compressor failures. Device displayed a red pump service alarm after powering on. Log files were reviewed and multiple air compressor failures were present. The device was opened to inspect for internal damage and perform testing on the pneumatic system. Damage was identified on the lever arm boot. Tests were performed on the pneumatic system. The system failed during recharge testing, indicating an air compressor failure. A new air compressor will be installed when the pneumatic plate assembly is replaced.